Event description:
It was reported the ventricular lead exhibited decreasing/low impedences. It was further reported that the ventricular lead had unipolar impedance of 390 ohms and bipolar impedance of 235 ohms, consistent with inner insulation breakdown. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.